Manufacturer narrative:
It was reported that a patient underwent an afib ¿ paroxysmal ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium where in the shaft of the sheath was reported to be rough against patient¿s vasculature. The physician reported difficulty getting across the septum with the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium as compared to the agilis sheath. Resistance was felt at the transseptal puncture was between sheath and tissue. Additionally, there was also difficulty removing the dilator from the sheath after the transseptal puncture and the same sheath was continued to be used for the procedure. The resistance when pulling the dilator out was between the sheath and dilator. Device evaluation details: on 22-dec-2022, the product investigation was completed. Visual analysis of the returned sample revealed that the sheath was found in normal condition on the external surface, however, the vessel dilator was not returned. A vessel dilator substitute and a good known lab sample catheter were introduced through the sheath, and no obstruction or resistance was felt. The dilator's outer diameter was measured, and dimensions were found within specifications. The resistance and sheet shaft rough issues reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. A device history record evaluation was performed for the finished device (B)(6) number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On (B)(6) 2022, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an afib ¿ paroxysmal ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium where in the shaft of the sheath was reported to be rough against patient¿s vasculature. The physician reported difficulty getting across the septum with the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium as compared to the agilis sheath. Resistance was felt at the transseptal puncture was between sheath and tissue. Additionally, there was also difficulty removing the dilator from the sheath after the transseptal puncture and the same sheath was continued to be used for the procedure. The resistance when pulling the dilator out was between the sheath and dilator. There was no alteration on shaft surface. The soft tip was not buckled or wrinkled. Resistance did not result in any damage to the sheath, dilator or catheter. The dilator, catheter and needle were able to move within the sheath. The resistance did not result in high force to move catheter or catheter slipping out of sheath. The dilator, catheter, needle becoming stuck in the sheath was due to high resistance but not due to sheath blockage. The customer¿s reported issue of resistance with the sheath is not considered to be MDR reportable since interference or friction between devices is a known occurrence. If resistance is encountered, the system may be withdrawn as a unit. This is a common practice during procedures. Since the vast majority of ep procedures utilize multiple device exchanges, an increased potential for patient injury is remote. This event is MDR reportable for the resistance between the device against patient¿s vasculature.